Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon was advancing the lens in the injector when he noticed the lens tore. Lens was not inserted into the eye but lens did have patient contact. No patient injury. Another same model and size lens was implanted. The facility uses a competitor's injection system, which has not been approved by the manufacturer for use with this lens model.

Manufacturer narrative:
(B) (4). (B) (4).